Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal procedure, the device was unable to seal completely after three attempts. Physician requested new ligasure and removed old device off the field.